Manufacturer narrative:
.

Event description:
It was reported that the pt began experiencing overdose symptoms of drowsiness and respiratory depression following a dosage increase. The pt was at home and his status was not determined. A nurse practitioner planned on programming the pt back to the dosage setting prior to increase. The concentration and daily dose of baclofen being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.